Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the video generator (0670-00-0781), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch screen was not responsive and both screens went black after starting up. The unit did not alarm for the reported issue and was replaced in order to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.

Manufacturer narrative:
The following was performed by a technician of the maquet. Failure analysis and testing (fat) department (B)(6): the failure analysis and testing department received the following part associated with this complaint: video gen. Board. This part was received with a reported unit failure message of black screen. Performed visual inspection of this part received and part looks to be in good condition. Installed the video gen. Board into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department verified the failure message of black screen once cardiosave test fixture turn on. Video gen. Board failed testing. Retaining video gen. Board in the fat dept, as per procedure. Due to an old part number of board, the fat dept. Cannot send this board to the supplier for failure analysis. Also this board part number is no longer available.

Event description:
N/a.